Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device; however, the customer was not in front of the device at the time of call. Tac recommended reseating both the light source cables on both sides. Furthermore, tac advised the customer to reseat the serial digital interface video connection cables. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center lost image intermittently. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the intermittent image loss could not be identified. Olympus will continue to monitor field performance for this device.